Event description:
It was reported that the metal top piece of the screw snapped off upon insertion during a bunionectomy procedure. The remainder of the screw was left in the pt. No add'l adverse consequences were reported from this event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
Eval revealed the topside and underside of the screw head are abraded. Device history review revealed nothing relevant to this event. The cause of this event could not be determined from the info available. This is the first complaint of this type for this part/lot combination.